Event description:
As reported by the edwards field clinical specialist, the delivery balloon burst during inflation, resulting in the sapien valve not being completely expanded with resulting 2+ paravalvular leak (pvl). A second delivery system was then prepped without a valve to fully expand the valve. The second delivery system was then advanced and inflated; however, the second delivery balloon also burst. There was no harm caused to the patient and the pvl was reduced to trace. The patient was extubated and transferred to the intensive care unit in stable condition. The medical team stated that the cause of the balloon ruptures was an extremely calcified sinotubular junction (stj). Per report, the event was not caused by a device malfunction. The native aortic valve was severely calcified.

Manufacturer narrative:
The device was discarded by the site before they could be obtained for return to edwards. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, per the implanting physician, the balloon burst was caused by an extremely calcified stj. The severe calcification of the native aortic valve may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.